Event description:
The device misfired during a lap chole. It was reported that it is unk if the device fired correctly at all. It was reported that another device was opened to complete the case. There were no pt consequences.